Event description:
It was reported that the buttons on the insulin pump were unresponsive. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.